Event description:
The carefusion primary IV tubing is not able to be primed. Saline was introduced into the set and the fluid would not flow down the set. This has occurred a few times in our infusion center. Two examples of this malfunction were saved for analysis. These samples will be returned to the manufacturer.